Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received further reporting that no screw fragments were retained in the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. (B)(4). Not explanted or implanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 18th december 2015, expiry date: 1st december 2025, article was sterilized by supplier (B)(4) and no deviation or any ncrs were marked in this document. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery for metacarpal bone fracture using modular hand 1.5mm, the cortex screw head was twisted off from the shaft. There might be excess load on the screw head during insertion as the screw might not be inserted in the right direction in the hole. No further information is available. There was a 10-minute surgical delay. No adverse consequence was reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).